Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose (bg) level was 251 mg/dl. The customer reported that the loading syringe would be used to address the bg level, and was advised by tandem technical support that this method was off-label use. No further information was provided, and the customer declined any further follow up.